Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 584 mg/dl. The customer also reported that the insulin pump received insulin flow block when they bolus. Customer reported alarm occurred during fill tubing. Customer reported event was resolved by infusion set change. It was unknown if the auto mode was active during reported event. The device will not be returned for analysis.